Event description:
This senior medical affairs specialist spoke with the patient/layperson on 2/3/09 in response to her allegation that her onetouch ultralink meter results were inaccurately elevated. The patient reported the following: on the month prior (she is not quite certain), the patient obtained 300 mg/dl before bed, feeling "normal". The patient typically feels "icky" with a blood glucose of 250. The patient does not recall the amount bolused based upon the result. Around 1:00am, the patient awoke with blurry vision, sweating, shaking, and having difficulty speaking or walking, symptoms that meet the criteria of serious injury. The patient then tested, the result was reportedly around 50. After drinking orange juice, she felt better. Due to the alleged event, the patient is convinced the 300 was too high as well as the 50 result; "it should have been at least 30 with the symptoms I had." Because the patient alleged that she bolused too much insulin based upon an inaccurately elevated result and became hypoglycemic several hours later, the complaint is reported. Customer service replaced the products.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product (s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.